Event description:
Sales rep reported on behalf of the customer that one of the pins came away during surgery and was found to be left in the pt's knee once the block was removed. The surgeon reportedly removed the pin with a minor delay to the procedure. No further adverse consequences reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.